Event description:
A break in the retention dome during traction removal. The dome fell into the pt's stomach. The indwelling period was approx 6 months. The user attempted the removal the same way as usual.

Manufacturer narrative:
The MFR has received the sample, and it will be evaluated. Results are expected soon.